Event description:
Caller reported a malfunction on the pump, which led to the customer's blood glucose level exceeding a safe threshold, though a specific value was not available as it displayed "high." The customer addressed the elevated blood glucose by administering a correction injection through multiple daily injections (mdi). There was no need for assistance from a third party. A malfunction code was identified and reset with assistance from technical support, ensuring the issue did not recur. The customer was informed to monitor the situation and report any further malfunctions. The customer agreed to continue using the pump and opted to load a new cartridge without additional support.